Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : 2017-05-02. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that device sealing did not seem to be strong enough even though an end tone, indicating a completed seal cycle was heard. There was no bleeding or tissue damage. No patient injury was reported. Another device was opened for the procedure.

Manufacturer narrative:
Date of initial report : 2017-05-02. Date of follow-up report: 2017-06-06. One used lf1212 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.